Event description:
During hip surgery performed on (B)(6) 2025, an issue was observed intraoperatively with the liner #l for mobile liner ø42 (product code: 5885.09.042, batch n° 2430719, sterilization n° 2400269) despite being correctly positioned, the insert was mobilizing. Additionally, the component, although initially appearing stable, would disassemble from the cup when maneuvers were performed. Due to these issues, it was necessary to use another polyethylene insert. Patient: male event occurred in italy.

Manufacturer narrative:
By checking the dhrs of the involved lot numbers no pre-existing anomalies were detected on the (B)(4) manufactured with batch n° 2430719. According to our data at least 12 out of 18 pieces manufactured with batch n°2430719 - sterilization n° 2400269 were implanted and this is the first complaint received on the lot numbers involved. The device involved was returned to limacorporate for further investigation. From a dimensional check no anomalies were highlighted, the piece resulted in conformity with the specification requirements on the drawing. After the dimensional check, a functional test was performed, and the cup correctly assembled with the reported liner (product code: 5885.09.042, batch no: 2430719, sterilization no: 2400269). The exact root cause of the event could not be determined. However, it is presumed that the most likely cause was the presence of foreign material between the two components during the surgical procedure, which may have prevented proper assembly. Conclusion the device history records (dhrs) related to the involved lot number did not reveal any pre-existing anomalies. Dimensional inspections confirmed compliance with the applicable drawing specifications. During functional testing, the liner assembled correctly with the cup. Based on the above findings, we conclude that the event is not product-related. The most probable root cause appears to be the presence of foreign material between the two components during the surgical procedure. Pms data : according to limacorporate pms data the occurrence rate of similar events - intraoperative issues on assembling cup with liner for mobile liners (family code: 5885.09.040-042) - is nearly (B)(4). Based on the investigation performed, no corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Manufacturer narrative:
By checking the dhrs of the involved lot numbers no pre-existing anomalies were detected. A final report will be submitted at the end of investigations. This is the first complaint received on the lot numbers involved.

Event description:
During hip surgery performed on (B)(6) 2025, an issue was observed intraoperatively with the liner #l for mobile liner ø42 (product code: 5885.09.042, batch n° 2430719, sterilization n° 2400269). Despite being correctly positioned, the insert was mobilizing. Additionally, the component, although initially appearing stable, would disassemble from the cup when maneuvers were performed. Due to these issues, it was necessary to use another polyethylene insert. Patient: male. Event occurred in italy.